Event description:
It was reported by service report that the patient right side rail would not latch and the frame weldment broke and had sharp edges. No patient involvement or adverse consequences are reported.